Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during a routine check performed by the customer it was observed that the cardiosave intra-aortic balloon pump (iabp) had\ a blank screen. There was no patient involvement, and no adverse event reported.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit. The unit would not charge the batteries or power up. The fse replaced the backplane board, and the power management board. The fes performed all calibration, functional, and safety tests to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. The nrc verified the failure of the pump not powering up. The power management board failed testing. The nrc could not verify the failure of the unit not powering up. The pcb, backplane, rohs board passed testing.

Event description:
N/a.

Manufacturer narrative:
Updated fields - b4,g3,g6,h2,h10. The national repair center installed the power management ,rohs into the cardiosave test fixture and tested the board to factory specifications per procedure number 0002-07-d016 revision c and the cardiosave service manual part number 0070-00-0639 revision n. The nrc verified the failure of the pump not powering up. The board failed testing. The national repair center installed the pcb,backplane, rohs into the cardiosave test fixture and tested the board to factory specifications per procedure number 0002-07-d016 revision c and the cardiosave service manual part number 0070-00-0639 revision n. The nrc could not verify the failure of the unit not powering up. The board passed testing. (B)(4)-(B)(6) 2023-the new supplier escatec, will no longer accept swemco boards back for failure analysis. Further failure analysis is not possible. The board will be scrapped per procedure number 0002-07-d008 rev.al. The failure analysis and testing dept. Received back from the supplier. Supplier tested the board successfully. No issues found for this part. Please see attachment for failure analysis. Fat is not able to investigate this complaint any further. Retaining the part in the failure analysis and testing department per procedure number 0002-07-d008 rev. Ap.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit for the reported issue in which the unit would not charge the batteries or power up. To fix the issue the fse replaced the backplane board, and the power management board which corrected the issue. He then performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a blank screen. It is unknown the circumstances under which the event occurred. However, there was no patient involvement, and no adverse event reported.